Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14d10070 and h14e09053 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h14d10070 and h14e09053. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).